Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and experienced bleeding which required vascular surgery. During puncture, a micro guide wire strayed in and caused bleeding at the access site near the groin skin (access puncture). Subsequently, bleeding continued due to insufficient pressure. According to the physician in charge, it was not an incident during the procedure. The physician¿s assessment of the health problem was non serious (moderate/minor). According to the physician in charge, it was not an incident during the procedure. He / she believes that the relationship between the incident and the product is extremely unlikely. Additional information was received. Additional treatments were performed at the vascular surgery.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000173 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).